Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported death. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's wife called to report that her husband had passed away. She said that the customer had congestive heart failure, and had previously had triple bypass surgery and was on dialysis. She stated that the customer was on 8 or 9 different types of medications for his health issues. The customer was hospitalized on (B)(6) 2013 after collapsing at his home. He was admitted to the hospital with ventricular fibrillation arrest and passed away later than evening. His death certificate indicated that he passed away from cardiopenic shock. The customer's wife states that the customer was most likely wearing a pod, however, she states that his passing was not pod related.